Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual increase in shock impedance measurements, including values of over 125 ohms. Shock lead impedance testing was performed and returned with normal shock impedance values. No changes were made and the crt-d remains in service. No adverse patient effects were reported.